Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 339 mg/dl (compact plus) and 150 mg/dl (aviva) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
This is a case report received through baxter's afterhours call service from a home patient (hp) with a report of a system error 2240 (air in set) alarm on the homechoice (hc) during therapy. The hp had already disconnected from the hc machine. The hp reported the heater line connection was loose. The patient was advised to start the therapy again with new supplies or to perform a manual exchange. The hp will end therapy since they were already in dwell 6 of 6. No patient injury was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the compact plus system. Reference medwatch report with (B)(6) for the aviva system.